Manufacturer narrative:
D4 primary UDI number was revised. D9 device was returned and date received was added. H6 type of investigation code was updated due to the device being returned. Medical device problem code a04 was removed and a new medical device problem code was added. H11 updated additional manufacturer narrative due to device being returned. The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental report will be filed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that during preventive maintenance performed as part of service and repair activities, an automated impella controller (aic) failed the signal-to-noise ratio (snr) test. The snr was measured at 1810, which was below the specified requirement of greater than 2000. Troubleshooting was performed, and the optical bench was replaced. Following replacement, the snr measured 5893 and met specification. The console was reported to be performing as expected after repair. The issue was identified during service and repair activities and not during clinical use. No patient involvement was reported in association with this event.